Event description:
It was reported that a pump alarmed for a system error 345. The alarm occurred prior to delivering angiomax to a pt. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and was unable to reproduce a system error 345. The pump was tested for 24 hrs with no occurrence of system error 345. Review of the device history log shows 2 occurrences of a system error 345 on the reported day of the event. The customer stated that the device was in use in the facility's catheterization laboratory, the temperature range in that care area is 55-59 degrees f, which is inconsistent with the device's lower operating temperature specification of 60 degrees f. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.